Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black liquid was leaking from the distal end of the bronchofibervideoscope. The timing/location of the event was unknown. No patient harm was associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of black liquid leaking from the distal end was confirmed. Based on the results of the investigation, the probable cause of the black liquid leaking from the distal end is attributed to leakage from the instrument channel due to a stress-related problem. The most probable cause is consistent with component failure ¿ specifically, an expected or random failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.